Event description:
The customer returned the product for defective sound, and during physical inspection it was found that the alarm sound would not turn due to a damaged front piezo sounder. After investigation the results indicated a reportable malfunction due to the alarm sound not turning on due to a damaged front piezo sounder. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The alarm sound would not turn during the pump power up test. The cause of the customer reported problem was the damaged front piezo sounder. After investigation the results indicated a reportable malfunction due to the alarm sound not turning on due to a damaged front piezo sounder. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the front piezo sounder, and the pump passed all functional tests and performed as intended after repair.